Manufacturer narrative:
Date of the event was estimated. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that the patient's device was working fine till a few weeks ago and he was looking through the papers about the device and it was too much for him. The patient stayed inside for 3 weeks and just laid in bed and was going to get a consult regarding mental problems. The patient stated that his device was implanted for bladder control but if he ate or drank anything he would have to go to the bathroom right away. The patient mentioned that the device was on because when he laid on his stomach he could feel the tingling. The patient also stated that he can't use the patient programmer on his own because his hand trembles sometimes. It was reported that it stopped one time in the week and went to see his doctor. There were no further symptoms or complications reported or anticipated.